Event description:
Additional information: a pump exchange was performed on (B)(6) 2019. The surgeon found biological material in the inflow cannula.

Manufacturer narrative:
Sections b5, d10, e2, h3: additional information. Manufacturers investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The pump was returned assembled with the pump cable severed approximately 4" from the pump. The pump cable and modular cable were not returned. The sealed outflow graft and the sealed outflow graft bend relief were not returned. The apical cuff was returned and engaged with the cuff lock. Evaluation of the device's blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The lvad event log file contained relevant data from (B)(6) 2019 at 11:21:12 through 20:50:48. Rotor noise and displacement appeared stable. Pump speed was set to 5200 rpm. The pump appeared to function as intended. The heartmate 3 lvas IFU lists cardiac arrhythmia and hemolysis as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ~ 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2019. It was reported that implantation was uneventful and patient was stable on the ICU. On (B)(6) 2019 at about 0300 hours, the patient developed ventricular fibrillation. While the patient was fibrillating the lvad showed a power consumption of about 8 w and a flow of about 15 lpm. To avoid potential suction the lvad speed was reduced. The patient was defibrillated several times. After the ventricular fibrillation was stopped the flow decreased to about 7-8 lpm. As the flow estimation and power consumption showed higher values after the event compared with the values prior to the event, the hospital decided for further evaluation. An echo was performed and showed normal unloading of the left ventricle. A CT scan was performed and didn¿t show anything remarkable. Lab tests were performed and showed an increase in lactate dehydrogenase (ldh) from 200 u/l to 450 u/l. Log files were sent to the manufacturers technical service. Log file analysis confirmed slightly increased power consumption and flow. The analysis also showed an increase in rotor noise. Lab test was repeated and showed a further rising ldh to 475 u/l. The log files still showed increased rotor noise. Because of the increased lvad parameters after the event and the rising ldh the manufacturer recommended an exchange of the pump. No further information was provided.